Event description:
Customer reportedly received result of 259 mg/dl on advantage system 1 and 109 mg/dl on advantage system 2 within 10 mins. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 550799, expiration date 12/31/2009). (B) (6).